Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower user was unable to log in to station and server with an error message stating "unable to authenticate". The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes, section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model & section h device manufacture date a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unable to login to the station and server. A technical support specialist (tss) contacted the customer via phone and email regarding an unable to authenticate error affecting domain users. It was verified that bd logins were working, and review of related cases identified a recurring pyxis support password mismatch issue. The customer confirmed the password had been updated by it, and new credentials were obtained and successfully tested for login. The password was updated in aria and within es user domains configuration. Logins to both es server and station were verified as successful. The root cause was identified as the password change not being updated in es. The customer confirmed resolution and provided permission to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server user was unable to log in to station and server with an error message stating "unable to authenticate". The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.